Event description:
Manufacturer became aware of the following event through device tracking department. Based on the information on the patient registration forms, a carbomedics optiform mitral valve f7-029 was implanted in the patient on (B)(6) 2024. After about 1 year, the device was replaced with a similar device, but a smaller size f7-027 on (B)(6) 2025. No further information has been received from the site about any device dysfunction or adverse patient outcome at this time.